Manufacturer narrative:
Concomitant medical products: 60ml monoject syringe. 30ml ims syringe. (3) primary sets. Therapy date: (B)(6) 2018. The customer¿s report of an overinfusion was confirmed. Review of the pcu event log shows that the device was in use and infusing a pca dose + continuous infusion of hydromorphone standard conc 60mg in 30ml using a 60ml monoject syringe. The pca dose was 1mg and the continuous dose was 0.5mg/hr. At 9:59 pm on (B)(6) 2018, the user selected a 30ml ims syringe with 17.6519ml detected and programmed an infusion of morphine standard conc 30mg in 30ml to infuse a pca dose + continuous infusion. The user entered 0.5mg/hr for the continuous dose, 8mg/4hr for the max limit and 1 mg for the pca dose and then started the infusion. At 7:56 am on (B)(6) 2018, the user selected a 60ml monoject syringe with 19.2157ml detected. The user then programmed an infusion of hydromorphone standard conc 60mg in 30ml. The user selected pca dose + continuous for the infusion mode. The user entered 1mg for the pca dose, 30 minutes for the lockout interval, 0.5mg/hr for the continuous dose and 8mg/4hr for the max dose. The user then started the infusion. The hydromorphone infusion had a continuous dose of 0.5mg/hr and each pca dose request delivered 0.5ml. The morphine infusion had a continuous dose of 0.5mg/hr and each pca dose request delivered 1ml. The device passed the barrel clamp accuracy, plunger force accuracy and plunger position accuracy. The root cause of the customer¿s report of an overinfusion was identified as user programming.

Event description:
The customer reported that the patient was receiving a pca and continuous infusion of dilaudid (2mg/ml) with a pca dose of 1 mg, lockout interval of 30 minutes, max limit of 8mg and a continuous dose of 0.5mg/hr. The patient reported to the clinician that they felt dizzy and fatigued which required vital signs monitoring, but no other intervention was needed. The patient tolerated the condition with no harm. The clinician later realized the pump was instead programmed for a dose of morphine at a 1mg/1ml concentration.